Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was difficult to open. When the user attempted to remove medication, the machine did not recognize the pocket for access. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer replaced the drawer head and found a completely unique issue. When attempting to configure the drawer, an error message appeared indicating that it was a different style than the drawer originally in place. The fse replaced the other controller as well, but that did not correct the issue. The fse then replaced the drawer controller on the adjoining half-height drawer, thinking it might be causing a feedback issue, even though that drawer had no failures at the time. It turned out that the issue was caused by the brand-new controller not functioning correctly. Once that controller was replaced, the drawer worked properly and allowed configuration. The fse verified proper functionality of the entire job, and the customer inventoried the drawer pocket by pocket, confirming successful operation. The system functioned as intended after the field service engineer repaired the device.